Event description:
It was reported that the device could not be interrogated. It was also reported that the device may have reached the elective replacement indicator [eri] prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Device failure disappeared during analysis. The premature battery depletion was the result of an anomalous reed switch circuitry condition found by medtronic technical services in (B)(6) 2009. Higher than normal current drain were present on the device while this condition existed. The condition was not present during analysis.